Manufacturer narrative:
One cadd administration set was received for analysis. The sample was visually inspected, at a distance of 12" to 24" at normal conditions of illumination, delamination was found in both joins of the filter with the tube in. Leak testing on one of the samples received was performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter which confirm the defect. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the reported event. No discrepancies were found, quality personnel verify that tests are properly performed.

Event description:
Information was received that during use of this smiths medical cadd administration sets, leaking from the filter area of the tubing was noted. It was reported that patient was receiving chemotherapy at home at approximately 41cc/hr. No clinical injury and no reported adverse effects.